Event description:
Fellow vat inserting PICC line an d while flushing PICC the rubber stopper popped out. Defective and not able to be pushed back into space where rubber stopper was. PICC successfully placed. Malfunctioning equipment retained if desired. Similar issues noted approximately 8 months ago. Same lot number as previous event.